Manufacturer narrative:
Reporting institution name & phone number : (B)(6).

Event description:
It was reported that a 35v supply failed alarm occurred. The device was not in use at the time of the event, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service engineer reported that the following phenomena were observed: "35v supply failed" (diagnosis code 111b), "backup alarm failed" (diagnosis code 1104), "auxiliary alarm supply failed" (diagnosis code 1115), "blower stopped" (diagnosis code 1134). The phenomena were caused by malfunction in the motor controller board. C202 was observed to have short-circuited. In addition, the c184 on the cpu board was observed to have broken, although it was not sure whether it was related to the phenomena. The motor controller pcba and cpu board will need to be replaced.

Manufacturer narrative:
The central processing unit (cpu) and the master controller (mc) board were received for internal failure investigation. The customer's complaint was verified. The root cause was the failure of ceramic capacitor c202.

Manufacturer narrative:
After further troubleshooting and repair, it has been confirmed that the following alarms occurred at the same time: "check vent: backup alarm failed" (1104). "Check vent: auxiliary alarm supply failed" (1115). "Check vent: 35v supply failed" (111b). "Check vent: blower stopped" (1134). The authorized service provider (asp) resolved the reported issue by replacing the motor controller board. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.